Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent a revision procedure where the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.